Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On approximately (B)(6) 2016 there was a high volume of medication withdrawn from the pump. The amount withdrawn was 38ml. In addition, the representative was informed by the hcp that the patient had a spinal fusion. A catheter dye study was performed on (B)(6) 2016 to study the catheter. In regards to troubleshooting, the pump was interrogated and the volume was 3-4ml off. The physician advised to bring the patient back to the office in "a few weeks." The device system remained implanted and the patient was scheduled for a revision on (B)(6) 2016. It was unknown if the issue was resolved at this time. Patient status at the time of the report was alive with no injury. Additional information was requested regarding details surrounding the volume discrepancies, results of the catheter dye study, patient symptoms, the cause of the volume discrepancies, and drug information. A supplemental report will be submitted if additional information is received.